Event description:
It was reported that during the set up before the surgery the spider tenet seems to be jamming up and not moving smoothly. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received pressurized. A functional evaluation revealed the hinge joint was stiff. The joint was disassembled. Striation markings were noted on the pressure rings. The complaint was confirmed and the root cause has been associated with damaged pressure rings.